Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a right heart catheterization (rhc) ramp echo done due to issues sorting out the patient's physical assessment and labs. The cardiologist increased the pump speed up to 6300 in the cath lab by 200 revolutions per minute (rpm)s each time, with 2-minute intervals between changes. With the increase of speed there was a little change in left ventricular size but no change in the patient's hemodynamics. There was only a slight decrease in mitral regurgitation (mr) while the septum remained stable. Log files were submitted for review and captured no unusual events.

Event description:
On hold

Manufacturer narrative:
Section a4: patient weight was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remained ongoing until (B)(6) 2025 when they expired due to a brain bleed. See MFR. Report # 2916596-2025-07929. The pump was not returned for evaluation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of this IFU lists potential adverse events that may be associated with the use of the hm3 lvas. Section 1 also provides an explanation of each of the pump parameters. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.